Manufacturer narrative:
Based on the results of the investigation, the information obtained from the complaint and the investigation results did not lead to the identification of the cause of the occurrence. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited rust on the coupler, rotating unit, and lens. There was no patient involvement.